Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor (serial number unknown) not displaying information from the system controller ((B)(6)) was not able to be confirmed. The system monitor did not return for analysis. Provided information indicated that the specific system monitor in use at the time of the reported event was not known, but that the issue had not reoccurred on any of the hospital¿s system monitors. The root cause of the communication issue was determined to be due to the system controller¿s white power cable was being fully seated in the controller. The white power cable is responsible for communication between the system monitor and the system controller, so an internal connection issue would cause the reported event. Therefore, the reported event could not be correlated an issue with the system monitor. The device history records were could not be reviewed due to the serial number of the system monitor being unknown. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a connect power alarm while on battery power. The clips and batteries were exchanged but this did not resolve the alarm. The patient was placed on the power module and no data was displayed on the system monitor. It was suspected that a wire on the white power lead of the system controller was fractured. The system controller was exchanged.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
B5: additional information. H6: medical device problem codes, corrected. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
Log files were not available because the white lead would not transmit any information. Exchanging the controller resolved the connect power alarm as well as the issue of no data showing on the system moniter. The patient reportedly did not experience symptoms during the exchange. The issue was understood to be an isolated incident to the specific controller but could not be confirmed as the system moniter being used at the time was unknown.